Event description:
It was reported that there was a 02 low flow alert in an arctic sun device. Patient started therapy 13:47 yesterday. Already tried disconnecting and reconnecting with no success. Hypothermia targeted temperature (tt) was 33c, patient temperature (pt) was 34.3c, water flow rate (wfr) was 0.2 l/m. 5 pads connected to adult patient. System diagnostics showed that the outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 6c, inlet temperature (t3) was 7.4c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 50 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 3927.9 and pump hours were 3759.6. Walked through stop therapy, disconnect and placing device in manual control at 5c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 6.1c, inlet temperature (t3) was 6.2c, chiller temperature (t4) was 3.5c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 47 percentage, device alerted 41 low internal flow. Walked through disabling manual control and advised to swap out to alternate device. Walked through adjusting cool time on new device. Advised to send this device to biomed labeled 41. Per additional information updated based on wo review, biomed had a device with a weak circulation pump and a power circuit card issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a power circuit failure. It was reported that there was power circuit card issue. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions are needed. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a 02 low flow alert in an arctic sun device. Patient started therapy 13:47 yesterday. Already tried disconnecting and reconnecting with no success. Hypothermia targeted temperature (tt) was 33c, patient temperature (pt) was 34.3c, water flow rate (wfr) was 0.2 l/m. 5 pads connected to adult patient. System diagnostics showed that the outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 6c, inlet temperature (t3) was 7.4c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 50 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 3927.9 and pump hours were 3759.6. Walked through stop therapy, disconnect and placing device in manual control at 5c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 6.1c, inlet temperature (t3) was 6.2c, chiller temperature (t4) was 3.5c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 47 percentage, device alerted 41 low internal flow. Walked through disabling manual control and advised to swap out to alternate device. Walked through adjusting cool time on new device. Advised to send this device to biomed labeled 41. Per additional information updated based on wo review, biomed had a device with a weak circulation pump and a power circuit card issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.